Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "retracted muscle, have had burst implants, and pockets under the implants. Now, when I push on them, they bubble up and move and it's uncomfortable and part of the implant is poking out the side, and it hurts and just looks awful" against unknown side device. The device remains implanted.